Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed when performing the hw power test step during testing. The device's system board and front enclosure would need to be replaced to address the issue. The customer requested that no parts be replaced on the device. Additional findings not related to the malfunction/issue was a ventilation service required error that occurred during an operational check on the device. The oxygen blender module board would need to be replaced to address this issue on the device. In addition, the detachable battery pack, internal battery, capacitor, battery fan, exhaust fan assembly, stirring fan, 43-microns filter, motor blower assembly, and stirring fan foam were replaced on the device. After these parts were replaced on the device, a repair and run-in tests were performed on the device, along with an alarm and battery checks. The device was operating, and it was cleaned.